Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during pre-op check, customer unable to pass leak test. No patient involvement.